Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reported that this device battery appears to be depleting prematurely. Previous battery longevity checks noted one year ago the battery longevity gauge was at three years remaining and now the battery longevity gauge is four months remaining. The device was explanted and replaced. No adverse patient effects were reported. The product has been received for analysis and product investigation is complete.